Event description:
It was reported by a technician that the manual compression knob is hard to turn and caused her to have thumb tendinitis. This happened in (B)(6) 2017. The sites occupational therapist diagnosed the tendinitis and treated her with exercises and tape. The technician just reported the tight tension on the knob as she noticed a new technician had a finger that locked up once and figured it was the knob as well. That was just a onetime occurrence. The technician has had no problems since treatment.